Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a consumer via a the company representative (rep) indicated the patient had a catheter and (B)(6) study. The catheter was replaced on (B)(6) 2016 and the patient had a loss of therapy for several months. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient was receiving intrathecal morphine 50 mg/ml at 3.7 mg/day. It was also reported the pump was replaced on (B)(6) 2016 {refer to manufacturer report # 3004209178-2016-19183}.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving m morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the manufacturing representative was notified on (B)(6) 2016 that the patient had decreased pain relief for the past couple of months. Also specified as since (B)(6) 2016. The hcp performed a catheter access port (cap) study and a roller study 1 month ago ((B)(6) 2016), and the catheter was found to be occluded. The roller study was negative. The hcp mentioned that the patient told him his pump was recalled and needed to be replaced based on the information the patient received. The reporter could not provide any further information around which recall the patient was concerned about. The reporter was to follow-up with the patient and hcp. It was unknown if this was a sudden or gradual change in symptoms. Additional information was received that the patient was scheduled for a catheter replacement. The cause for the occluded catheter was undetermined. The hcp felt there may have been pump failure.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.